Event description:
The neurosurgeon notes that the tubing between the pocket and the ventricular catheter is disadapted as well as the unscrewed screwthread.the child was taken back to the block in emergency for placement of a ventriculoperitoneal valve. This type of incident also generates a major infectious risk for the patient concerned.